Event description:
It was reported that at post operation check the day after implant, the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed several times in different configurations, however, they were never able to achieve capture without diaphragmatic stimulation. The physician decided to turn the lv lead off. After three months, another echo was done and the patient's lv ejection fraction had improved to 55%. The physician decided to completely remove the lv lead because, the patient will likely need a working lv lead in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c2tr01 implantable biv pacemaker 2013 (B)(6); 5076-58 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that a visual summary analysis of the lead indicated apparent explant damage.